Manufacturer narrative:
Investigation: the complaint was investigated of the z6ms transducer prompting an error message. The defective transducer was returned, and investigation was performed. The system error was reproduced during the investigation. The cause of the error was determined to be gastro flex thermistor fault, caused by insufficient reliability; this issue is related to design. The improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, the transducer prompted a usaquisition hw_31 and probe temperature error messages. There was no patient being treated at the time the reported phenomenon occurred. No additional information was provided.